Manufacturer narrative:
Although the spinal rods broke, the patient did no experience a significant traumatic event that would have caused the rods to break. The patient has pain, but does not have any other injuries. (B)(4). Exemption e2017030.

Event description:
Although the spinal rods broke, the patient did no experience a significant traumatic event that would have caused the rods to break. The patient has pain, but does not have any other injuries.